Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that there was left eccentric positioning of the tip of the inferior vena cava (ivc) filter. There were a few prongs within the anterior and right lateral aspect of the ivc filter extending beyond the confines of the ivc. It was further reported that there was no extension into the adjacent aorta. There was no fluid or inllammnlory change noted adjacent to the ivc or normal caliber abdominal aorta.

Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that there was left eccentric positioning of the tip of the inferior vena cava (ivc) filter. There were a few prongs within the anterior and right lateral aspect of the ivc filter extending beyond the confines of the ivc.